Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that was alleged to have a lot of remaining tpn in the bag. In addition, the nurse caring the patient involved confirmed the pump was programmed correctly overnight and confirmed it was running at 94.1 ml/hour. The event happened in the intensive care unit during patient infusion therapy. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.